Manufacturer narrative:
Clinical evaluation performed by medacta medical affairs department: few months after primary cemented tka a partial revision is necessary because the patella luxates from the trochlea. This is probably due to the rotational position of the femoral component. No reason to suspect a faulty device.

Manufacturer narrative:
Batch review performed on 27 may 2021: lot 2000632: (B)(4) items manufactured and released on 03-mar-2020. Expiration date: 2025-02-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Additional devices involved batch review performed on 27 may 2021: gmk-sphere 02.12.0005r femoral component sphere cemented size 5 r (k121416) lot 2003235: (B)(4) items manufactured and released on 15-jul-2020. Expiration date: 2025-07-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Mysolution analysis 01-jun-2021: our analysis of the myknee process of this case found no deviations from the standard procedures. Each step has been performed correctly.

Event description:
Tka primary surgery performed using myknee devices for the positioning of the the femoral component, tibial tray and the resurfacing patella. No issue in per-operative was noted then. A post-op control x-ray indicated a dislocation of the resurfacing patella and a femoral rotation of 8¿. Revision surgery was performed on (B)(6) 2021 (6 months after primary). Only the femoral component was removed.